Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false reactive architect hiv ag/ab combo results were generated for one patient. Sample tube #1 initial result: 48.265 s/co (reactive) repeat result: 69.0 s/co (reactive) sample tube #2 initial result: 0.12 s/co (nonreactive) the customer believes the results from sample tube #1 are falsely reactive for this patient. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the fitting kit, trigger_pre-trigger (rohs) to be a leaking. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the fitting kit, trigger_pre-trigger (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the fitting kit, trigger_pre-trigger (rohs) were identified.

Event description:
The customer stated that false reactive architect hiv ag/ab combo results were generated for one patient. Sample tube #1 initial result: 48.265 s/co (reactive). Repeat result: 69.0 s/co (reactive). Sample tube #2 initial result: 0.12 s/co (nonreactive). The customer believes the results from sample tube #1 are falsely reactive for this patient. No impact to patient management was reported.